Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, air in the catheter and st elevation were noted. The patient was immediately treated with medication. The procedure was completed with another of the same device. There were no further patient complications.